Manufacturer narrative:
(B)(4). Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that during an initial hip arthroplasty, the drill bit fractured while surgeon was using it inside of patient. The surgeon was able to retrieve the piece and finish surgery using back up drill bit.

Manufacturer narrative:
The follow up report is submitted to relay additional information received updated: corrected: the complaint was confirmed based on the returned complaint sample. A drill bit was returned for evaluation. As returned, the cutting edges are dull and damaged, and the drill bit is fractured. The device has a potential field life of 10 months. Dimensional measurements were conforming to print specifications, where measured. Review of the device history records for the drill bit did not identify any deviations or anomalies related to the reported event. A definitive root cause cannot be identified with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.